Event description:
Customer reported a high blood glucose over 600 mg/dl. He stated that the issue was not resolved by changing the infusion set. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.